Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the right ventricular lead trend displayed diminished amplitude.

Event description:
It was reported that the right ventricular (rv) lead had diminished sensing, short interval counts (sic), and non-sustained ventricular tachycardia (nsvt) events. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.